Event description:
The following information was reported to kci by the nurse: "the patient is heavily draining allegedly due to an infection caused while on v.a.c. Therapy." On 03/26/2015, the following information was reported to kci by the patient: "no problems with v.a.c." No additional information is available.

Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response.